Event description:
Bilateral ruptured implants. Significant health problems. Chronic fatigue, tingling in the feet and fingers, short term memory loss. Per f10 event code, pt also had capsular contracture.